Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system presented to the emergency room (ER) due to two appropriate shocks, which successfully converted the patient. Review of the surface echocardiogram (s-ECG) showed noise, which was suspected to have delayed therapy. Technical services (ts) discussed troubleshooting options and programming considerations.